Event description:
It was reported that during a procedure to a restenosed hemodialysis shunt lesion in the arm with heavy calcification and 99% stenosis, an armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance and inflated; however, during the second inflation for 15 seconds at 18 atmospheres the balloon ruptured. The armada 35 pta catheter was withdrawn from the patient anatomy without resistance. No additional treatment was performed because enough blood flow was gained. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the balloon rupture was able to be confirmed. Based on a visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.